Event description:
A (B)(6) female, patient, called in to zoll lifecor customer support to report that his battery charger was not charging his batteries. The patient reported that the red light on the battery charger was flashing. The patient was provided with a replacement battery charger.

Manufacturer narrative:
Battery pack (B)(4): 02/2008. Battery charger (B)(4): 11/2008. Device evaluation summary: device evaluations of battery pack (B)(4) and battery charger (B)(4) have been completed. The reported problem (battery will not charge on the charger) has been confirmed. Upon evaluation, it was discovered that the battery pack had one or more dead cells. The root cause of the dead cells cannot be positively identified. Once the cells were replaced, the battery was fully functional. It was discovered that the battery charger connector was corroded. The root cause of the corroded connector cannot be positively identified. No adverse event resulted from the defective battery or charger. The patient received a replacement battery pack and charger.